Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the arrhythmia/ ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: concern for gi bleed, patient also bleeding from medial right leg fasciotomy site. Amio restarted, nitro and calcium channel blocker added. Gi bleed and bleeding from leg resolved. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
Additional information was received stating that the patient was a young male on veno-venous (vv) ECMO. A fasciotomy was performed on the extremity used for ECMO cannulation. The clinical goal was to medically optimize his arrhythmias while awake. The patient¿s outcome following the weekend of rounding is unknown.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, there were concern for a gastrointestinal (gi) bleed. The patient was also bleeding from medial right leg fasciotomy site. Currently, no anticoagulation was ordered but the team considering adding bivalirudin. Arterial blood gas analysis improved plan to decrease sweep. An echocardiogram was not officially read but rounding team estimates ejection fraction at 40% this morning. The plan was to decrease dobutamine to 2.5 mcg and discontinue amiodarone. Later, it was reported that the patient went into ventricular fibrillation arrest overnight and was taken to the catheterization lab. No blockages were noted but appeared to be having global spasms. The impella increased to p6 and amiodarone was restarted, nitroglycerin and calcium channel blocker were added. The gi bleed and bleeding from leg resolved. One unit of blood was given overnight. The patient was later successfully weaned and explanted. The patient outcome after explant was noted as survived.